Event description:
It was reported that during use with bd pegasus¿ closed needle protection IV catheter system the prn separated and blood and medication leaked. Due to unclear dosage of medicines flowing into the patient's body, the inspection failed, and re-scheduled inspection the next day. The following information was provided by the initial reporter, translated from chinese to english: at 16:00 on (B)(6) 2023, the patient was injected with ioversol using a closed needle-stick-proof intravenous indwelling needle, and the patient underwent head and neck CT examination. Ten seconds after the start of the injection, the heparin cap of the closed anti-needle puncture intravenous indwelling needle fell off, causing the patient's blood and medicine to overflow. The indwelling needle was immediately removed for the patient to stop bleeding. Due to unclear dosage of medicines flowing into the patient's body, the inspection failed, and the re-scheduled inspection time will be re-examination at 8:00 a.m. On (B)(6) causes secondary puncture damage to the patient.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 1173071. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use with bd pegasus¿ closed needle protection IV catheter system the prn separated and blood and medication leaked. Due to unclear dosage of medicines flowing into the patient's body, the inspection failed, and re-scheduled inspection the next day. The following information was provided by the initial reporter, translated from chinese to english: at 16:00 on (B)(6), 2023, the patient was injected with ioversol using a closed needle-stick-proof intravenous indwelling needle, and the patient underwent head and neck CT examination. Ten seconds after the start of the injection, the heparin cap of the closed anti-needle puncture intravenous indwelling needle fell off, causing the patient's blood and medicine to overflow. The indwelling needle was immediately removed for the patient to stop bleeding. Due to unclear dosage of medicines flowing into the patient's body, the inspection failed, and the re-scheduled inspection time will be re-examination at 8:00 a.m. On (B)(6). Causes secondary puncture damage to the patient.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.